Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that the stent retriever was broken during the procedure. No known patient consequences were reported due to this event. The patient is in a stable condition. No additional information provided.

Event description:
It was reported that the stent retriever was broken during the procedure. No known patient consequences were reported due to this event. The patient is in a stable condition. No additional information provided.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the trevo provue core wire was examined and it was observed that the retriever had been separated. The proximal 177.5cm section of the core wire was returned. The trevo provue stent section was not returned. The trevo provue core wire and shaft coil were examined and the shaft coil on the core wire was severely stretched on several places along its length. The shaft coil was slightly bent along its length. The corewire and shaft coil proximal junction was intact. Functional testing could not be performed due to the damage noted to the device. In case of this complaint, from the condition of the product, it appears that the core wire fractured under excessive manipulation during the procedure causing the shaft coil to stretch upon retrieval. As a result, a probable cause of handing damage was assigned to the as reported and as analyzed issue retriever fracture/broken inside patient since these issues is due to handling of the product or portion of the product during the clinical procedure. FDA registration number must be (B)(4).